Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was 80% deployed when the valve dislodged into the ventricle. The valve was snared into place; however, severe aortic insufficiency was noted. A second valve was implanted proximal to the first valve. Aortic insufficiency reduced to mild-moderate. No adverse patient effects were reported.

Manufacturer narrative:
The presence of a surgical valve implanted eleven (11) years ago may have contributed to this event, but an assignable root cause could not be determined. The reported severe insufficiency was also likely to be secondary to the positioning difficulties, and an assignable root cause could not be determined as well. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.